Event description:
It was reported that the patient was having difficulty charging the ipg with frequent daily charging. The patient underwent an explant procedure. Additional information was received that the patient was doing well postoperatively and the explanted device was not returned per physicians preference.

Event description:
It was reported that the patient was having difficulty charging the ipg with frequent daily charging. The patient underwent an explant procedure.